Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusions occurred. Occlusions were addressed by changing pump supplies, but occlusion alarms continued. Customer's blood glucose was 350 mg/dl. Customer reverted to manual insulin delivery.